Event description:
It was reported, during the endoscopic retrograde cholangiopancreatography (ercp) for a stone in the duct, the single use distal cover broke off the duodenovideoscope and fell inside the patient. The bottom portion of the cap broke causing it to fall inside the patient. After the scope was pulled out of the patient, the tech noticed the cap was not on the end and notified the doctor, who went back down the esophagus with an esophagogastroduodenoscopy (egd) to find the cap. The cap was found inside the patients stomach and a biopsy forceps was used to remove the cap. The procedure was completed and there was no noted patient harm. The device was inspected before use by two technicians and the cap was verified to be put on properly.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This medwatch is related to patient identifier (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-00233.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to one of the following. The distal cover was insufficiently attached; the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure; the distal cover was broken due to increased stress during use and chemical stress due to adhesion of chemical solutions. However, a specific root cause of the broken probe could not be identified. The event can be detected/prevented by following the instructions for use which state: detection method is described in 4.1 of chapter 4 in operation manual; preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.